Event description:
Asr revision; asr xl - left; reason(s) for revision: alval/soft tissue reaction; pain; loosening of components.

Event description:
It was reported that the component that loosened was the femoral implant. The previously reported reasons for revision remain unchanged.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction - pain - loosening of components (femoral implant). Update : products (stem & sleeve) added as per update email 19 dec 2012. Update - added additional hospital. Taken from claimsuite dated 15th nov 2014. Manufacturing and expiry date not available for stem.